Event description:
The customer reported unable to acquire v4 during 12 lead ECG. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported unable to acquire v4 during 12 lead ECG. There was no reported adverse patient impact. This complainant is still being investigated. A follow-up report will be submitted upon completion of the investigation.